Event description:
It was reported that the left ventricular (lv) lead high thresholds and that there was no capture at max output. Lead dislodgement was suspected. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. However, visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d284trk implantable cardioverter defibrillator (ICD) - implanted: (B)(6) 2011; 694758 implantable tachy lead - implanted (B)(6) 2011; 407645 implantable pacing lead - implanted (B)(6) 2011. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.